Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system. Customer stated that insulin is squirting out of the insulin pump. It was also reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 119 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The drive support was inspected and no anomaly noted. The insulin pump was received with minor scratches on lcd window, cracked case on display window corners and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.